Event description:
(B)(4). Started with swollen abdomen as though I was pregnant, ovarian cyst x 2, heavy bleeding, fatigue, weakness, mood changes, bad taste in mouth, digestive issues, increased varicous veins,several visits to ER and both gyn and primary doctor.